Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_lead, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the lead breaking occurred on (B)(6) 2018. The cause was not determined and the lead was not going to be returned for analysis. The healthcare professional (hcp) was seeking guidance on how to remove it.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. The main component of the system; other relevant device(s) are: product ID: neu_unknown_lead, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported that during a lead removal the patient¿s lead broke and several pieces were left in the patient that need to be removed surgically. No further complications were reported/anticipated.